Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was dead and no longer working. Customer's blood glucose reading at the time of the incident was 138 mg/dl. It was noted that the customer was wearing the insulin pump when she was thrown into the swimming pool. Customer reported that their was fluid inside the screen of the display. Customer was advised to discontinue use of the insulin pump and the device is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.